Event description:
The pt was implanted with a spectrum contour post-operatively adjustable mammary prosthesis on 6/27/1995. Subsequently, the pt experienced a deflation of the device and extrusion of the device. The device was removed on 11/23/1998.